Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms, and after right heart/echocardiogram ramp study and medication titration, it appeared that it could be related to inflow canula placement. The team had been keeping the patient's pre-load higher to help decrease the low flow alarm burden. Previously their flows were as low as 1.1 and it was held off on upgrading to the low flow software. The patient continued to have low flow alarms but on interrogation it appeared that the flows had been in the 2 range so could potentially transition to the software, but with such a high alarm burden, not much could be seen. Log files were sent for review. The event log file contained a few low flow estimates as well as one sustained low flow hazard event when the calculated pulsatility index (pi) was elevated. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. A low flow software upgrade was performed on 02dec2025 for low flow alarms that was believed to be potentially due to inflow cannula placement. All other causes had been ruled out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula malposition could not be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the reported low flow alarms could not be conclusively determined, the account reported that the cause was likely due to inflow cannula positioning. The controller event log file contained events from 12nov2025 through 13nov2025. One low flow hazard alarm was captured on 13nov2025. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the likely cause of low flows was that it appeared the cannula was causing suction events on septum wall due to inflow cannula positioning. Low flows greatly improved with higher pre-load and low flow software. The patient was asymptomatic of low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms, and after right heart/echocardiogram ramp study and medication titration, it appeared that it could be related to inflow canula placement. The team had been keeping the patient's pre-load higher to help decrease the low flow alarm burden. Previously their flows were as low as 1.1 and it was held off on upgrading to the low flow software. The patient continued to have low flow alarms but on interrogation it appeared that the flows had been in the 2 range so could potentially transition to the software, but with such a high alarm burden, not much could be seen. Log files were sent for review.